Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information a case study relating to swimming pool saline chlorination units and electromagnetic interference with implantable cardiac devices. It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system experienced electromagnetic interference (emi) which was view by the crt-d as ventricular fibrillation (vf) which lead to an inappropriate shock while the patient was in a saline chlorination pool. Approximately one year later, the same patient experienced another episode of emi while swimming in a pool. The system remains in use. No further patient complications have been reported as a result of this event.